Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and observing the error occur immediately after initialization. The fse observed the cup picking assembly on the hybrid arm and it was not able to return its claws to the home position. In addition, the fse was able to reform the claws and adjust the picking assembly back to original specifications and it returned to its home position. Fse repaired and validated the analyzer by successfully performing cup exercise macro and quality control run without error and within acceptable range. No further action is required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4273) hybrid cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the misaligned picking up mechanism of the analyzer.

Event description:
A customer reported error message ¿4273 hybrid cup transfer z-axis home overrun¿ on the aia-2000 analyzer. The customer opened the analyzer and removed a fallen test cup and performed a version up (software reload), but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.